Manufacturer narrative:
Product event summary: the delivery catheter was returned, analyzed, and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged due to stress cracking. Visual summary analysis of the catheter indicated damage during use at the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while slitting the catheter with the slitter, the slitting process was not smooth and felt stuck. The physician realized after slitting the catheter that the catheter did not slit smoothly in a parallel line as expected, but had breakage even at the side of it. The delivery catheter was removed and no longer required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.